Event description:
I had the essure implant in 2012. My life changed completely after having this procedure, due to the side effects. I have constant pain in my right side. Frequent headaches, anxiety, fatigue and brain fog, weight gain and difficulty breathing. I have been to the hospital numerous times due to these symptoms.